Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent afib procedure the farawave pulsed field ablation catheter was selected for use. The catheter was tested and noted to be flushing and then brought up into the left atrium. Then spline inversion was observed during the case, prior to any pulses. Attempted to spin the undeployed catheter in the sheath without success. The catheter was then brought back out and manually fixed. Then the catheter was unable to flush. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave pulsed field ablation catheter was analyzed. Visual inspection found no abnormalities. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported allegation.

Event description:
It was reported that during a persistent afib procedure the farawave pulsed field ablation catheter was selected for use. The catheter was tested and noted to be flushing and then brought up into the left atrium. Then spline inversion was observed during the case, prior to any pulses. Attempted to spin the undeployed catheter in the sheath without success. The catheter was then brought back out and manually fixed. Then the catheter was unable to flush. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.